Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump was received with intermittent buttons due to corroded keypad traces. No display ramping on its own anomaly noted. Insulin pump was received with cracked case at display window corners, cracked display window, cracked battery tube threads and minor scratched display window.

Event description:
It was reported, the customer had a keypad anomaly. The customer stated the numbers were ramping on their keypad while attempting to put in their carbohydrates. Customer's blood glucose was 95 mg/dl. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.